Manufacturer narrative:
Findings: unable to prime during prime/a33 test due to faulty fsr (gold). Pump passed rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Pump received with broken belt clip slot, broken reservoir tube lip, and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus. Customer's blood glucose was 200 mg/dl. The customer did not received an e70 alarm. The customer stated that the device was not exposed to a strong magnetic field such as an MRI. The customer doesn't use the sensor feature on the pump. The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced. The customer was advised to return the device with the battery zero out the basal rates. The customer was advised to discontinue use of the device and revert to a backup plan.